Event description:
The physician reported that during a regular pacemaker check, non-physiological noise was seen on the ventricular side when reviewing stored egm episode. The lead impedance was measured several times, and it was always within a normal range (400-500ohms). A re-intervention was subsequently performed and proper lead connection was verified with a pull test. Impedance measurements of the ventricular lead with a psa were 460ohms with bipolar and 750ohms with unipolar setting. However, noise sensing was seen in both configurations. No irregularity was identified with an x-ray. However, since the physician could not exclude a pacemaker problem, another pacemaker was implanted instead.

Event description:
The physician reported that during a regular pacemaker check, non-physiological noise was seen on the ventricular side when reviewing stored egm episode. The lead impedance was measured several times, and it was always within a normal range (400-500ohms). A re-intervention was subsequently performed and proper lead connection was verified with a pull test. Impedance measurements of the ventricular lead with a psa were 460ohms with bipolar and 750ohms with unipolar setting. However, noise sensing was seen in both configurations. No irregularity was identified with an x-ray. However, since the physician could not exclude a pacemaker problem, another pacemaker was implanted instead.